Event description:
During the eval of a returned spectrum infusion pump, 68 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.